Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up arrow and down arrow keypad button was intermittently unresponsive. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Investigation was performed by product analysis on (B)(4) 2012.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the ok button had normal response. The remainder of the buttons had intermittent response. Unrelated to the complaint, the auditory function was inoperable. This malfunction is not likely to cause an adverse event because the vibration alarm mechanisms still functioned and would still alert the user should the pump emit an alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.